Event description:
It was reported that the patient fainted several months ago. The patient recently slipped on the floor and was found unresponsive. The patient's heart rate was low. There was high impedance, high threshold and undersensing on the lead. The lead will be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.